Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while attempting to remove an unspecified IV (intravenous) infusion set from a patient, the ¿end of the line broke off¿ inside the adapter. This occurred while attempting to remove the set after an antibiotic infusion. The ¿cap¿ (luer) was removed and a new set was primed and used. There were no residual broken pieces in the line. The line flushed and functioned as appropriate without any ill effects to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.